Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure; the user was unable to select the 30-degree endoscope plus in the up or down direction. The user requested a check on this issue, but no further information was provided regarding the cause or resolution. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon encountered an issue where they couldn't flip the view up or down from the surgeon side console (ssc), and the endoscope exhibited uncontrolled motion. Despite this, there was no obstruction, the image was not inverted, and the controls were not reversed (i.e., movement directions were consistent). The surgeon confirmed the correct orientation when the endoscope was installed, and no damage was observed on the endoscope's adapter or base. The vision issue did not result in patient injury, and the procedure was completed without using a spare endoscope. The endoscope would not be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. The site reported that the service was performed to correct the reported problem. The system was verified and ready for use.